Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarms occurred. The device was tested for upstream occlusion detection with passing results. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor values were found slightly out of specification and may be potential cause of the reported issue. The ultrasonic sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had multiple false upstream occlusions occurred in the biomedical service department. There was no patient involvement. No additional information is available.